Manufacturer narrative:
Concomitant medical product: w1dr01 ipg implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitations. It was also reported that the right atrial (ra) lead exhibited high impedance and the right ventricular (rv) lead exhibited low impedance. Both leads had a polarity switch as a result. The ra and rv leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.